Manufacturer narrative:
The device has not yet been returned to tenex. A follow-up report will be filed if any additional information becomes available. A corrective action plan is in process.

Event description:
During a procedure with the tenex system, the microtip needle separated from the rest of the hand piece. The procedure was completed using another microtip hand piece. There were no patient complications.

Manufacturer narrative:
Follow-up report #01. The device was returned and evaluated. It was confirmed that the microtip needle had separated from the rest of the handpiece. Due to the state in which the device was received, functional testing could not be performed. The fracture site did not indicate a specific cause for the failure. Disassembly of the device did not reveal any further anomalies or defects. A corrective action plan is in process.